Event description:
Respiratory therapist was replacing right radial arterial line. Upon inserting catheter and remove needle, the sheath (catheter) fractured. Piece of catheter remained under skin. Attempts to remove object not successful. On (B)(6) 2012, take to operating room - removal of foreign body and thrombectomy. Path #12-0003851 noted 1.7 cm x 0.2 cm plastic object removed. See scanned pages.